Event description:
When the basket was removed from the scope, the urologist saw the basket has lost two of its wires. Stone retrieval from lower pole calyx was procedure being performed. Procedure was performed in lithotripter room, to remove stones. Urologist checked basket, then placed basket into the scope to remove stones from the kidney. This failed as he could not grab the stones. Removed the basket and saw that the basket had "lost" 2 of it's wires. It now had 2 intact wires and not 4. After the malfunction occurred, the consultant went in with the scope to try and find the 2 wires but failed. No laser used during the procedure. Pt's current medical condition is ok.

Manufacturer narrative:
A proper eval cannot be performed at this time due to the product not being returned. Initial info received from the distributor indicates the product will be returned for eval. The distributor also indicated two missing wires had to be retrieved from the pt however, the consultant failed to find the wires. The physician indicated he could not see any wires in the pt, and if he had he would have removed them. The info indicates that due to the basket separating, the pt will go back to theatre to have his stones removed from his kidney at a later date. The pt did not require hospitalization or a significant prolongation of hospitalization due to the basket separation; there were no adverse effects on the pt. Once the product is received and evaluated, an update will be sent.